Event description:
I had 5 surgeries related to zimmer biomet reverse cup shoulder. I got severe infection and was put on a PICC line. I underwent 5 surgeries and pieces broke off the implant and the implant dislocated three times after surgery. I had 5 surgeries and developed a severe infection. This needs to be taken off the market before someone dies.